Event description:
On the 19th of may 2026, gore was notified concerning a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. On the (B)(6) 2026, a patient of unspecified demographics underwent an implantation procedure using a tambe device. According to the report, during the procedure, the right renal artery could not be perfused due to extremely challenging catheterization. The patient had a pre-existing cm prosthesis and a previously implanted, reportedly compressed v10 stent (atrium) in the renal artery. Attempts were made to restore perfusion, including accessing the renal artery from below and performing balloon dilation; however, catheterization from the arm remained unsuccessful. No device malfunction or performance issue was reported during the procedure. The patient reportedly expired during the night of (B)(6) 2026. The physician indicated that the tambe device was not considered to be the cause of death, which was attributed to the patient¿s poor overall condition and underlying comorbidities. The report did not indicate any device-related issue associated with the event.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6:c19 refers to the phr. C20 no findings available has been chosen in relation to device not being accessible for testing. E2402 has been chosen as there has been no report of a device problem or a specific adverse event related to the device. A review of the manufacturing records indicated the lot met all pre-release specifications. The investigation is ongoing. All findings will be shared in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.